Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the vs4 monitor is coming loose from the bracket, the monitor fell off and just missed hitting the patient in the head. There was no reported patient impact.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2017-00065.